Event description:
The patient received her scs system, consisting of an ipg and surgical lead, on (B)(6) 2009. It was reported that the patient had turned off her stimulator six weeks prior when she had back surgery. On (B)(6) 2010, she tried to turn on the stimulation, but the patient programmer and charger were unable to communicate with the ipg. Follow up on the patient found that replacement external devices were unsuccessful at resolving the issue. The physician plans to explant and replace the ipg; the surgery date is undetermined at this time. No further information is available.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: review of the device history and record found a nonconformance. However, the nonconformance was identified as a cosmetic issue and the product was reworked and released. The DHR anomaly is not related to the alleged device failure. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.